Manufacturer narrative:
The monopolar curved scissor tip cover accessory has not been received for failure analysis evaluation.

Event description:
It was reported that after da vinci-assisted ovarian cystectomy procedure, the monopolar curved scissor (mcs) tip cover accessory got loose while installed on an mcs instrument and fell off inside the patient's abdomen. The mcs tip cover accessory was retrieved during an unspecified different procedure. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.